Event description:
Affiliate reported that when the surgeon was placing the valve under the scalp during an intra-operative procedure, one of the integrated connectors disengaged from the valve body. Surgeon used another device to complete the surgery.there was a delay of 40 minutes as a result of waiting for the replacement product.

Event description:
Affiliate reported that when the surgeon was placing the valve under the scalp during an intra-operative procedure, one of the integrated connectors disengaged from the valve body. Surgeon used another device to complete the surgery. There was a delay of 40 minutes as a result of waiting for the replacement product. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because b! In the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because b! In the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that the proximal connector has detached from the valve. The molding in the silicone housing was not damaged. No damage was found with the connector. Although it is not possible to determine the exact root cause for the problem reported it might be possible that atypical force was used during the implant process. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.